Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot(p) and device received with minor scratched lcd window,

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot and device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had decreased battery life replacing every 7 days, has received failed battery test, cracks near batter cap cannot open without use of a tool, scratched on screen makes difficult to read and has to tilt to read, received unexplained or random no delivery alarms, rewinds slower thinks attributed to battery life, buttons stick down or needs to press multiple times with extra force in order to respond act button, has lost pump settings during a battery change. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.